Event description:
A patient, a double amputee on one side of body, rolled over and got head entrapped between mattress and siderail resulting in bruising to face.

Manufacturer narrative:
The account did not know the exact bed or serial number of the bed involved in the event. The facilities beds do not have hbsw kits or siderail inserts installed. The mattresses on their beds are sure rest mattresses. The entrapment occurred in zone 3.